Event description:
It was reported that during a laparoscopic colon resection procedure when firing the device the cartridge shot out of the device and put a whole in the colon. The surgeon used a grasper to pull the cartridge out. Additional resection of the colon was required to complete the case. No patient consequence was reported at the time of the call. It is unknown if the additional transaction of the colon after the patient or procedure outcome.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. Event could not be confirmed as no cartridge was received for analysis.